Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements since the end of (B)(6) 2022. No noise has been documented on the rv rate electrogram (egm). Nonetheless, in-office troubleshooting was recommended to evaluate rv lead mechanical integrity. Subsequently, the patient was seen in-clinic, and commanded shock testing was performed. Shock impedance with a 1.1 joule shock and a 41 joule shock was within normal limits. The system remains in service, and the patient will continue to be monitored. Besides commanded shock testing, no other adverse patient effects were reported.